Event description:
The user facility reported that multiple employees experienced inhalation/ irritation while using zfoam multi-enzymatic foaming cleanser. The employees self-treated by rinsing the affected areas with water and using hydrocortisone cream.

Manufacturer narrative:
The zfoam multi-enzymatic foaming cleanser safety data sheet states, "keep containers tightly closed in a dry, cool and well-ventilated place. Do not contaminate food or feed stuffs. Do not reuse container. Keep out of the reach of children." It is unknown if the cleanser was being used in a well-ventilated area. The safety data sheet further states, "avoid contact with eyes while using, wear eye protection if application might allow for getting product into eyes. For prolonged or repeated skin contact use suitable protective gloves. No protection is ordinarily required under normal conditions of use and with adequate ventilation. Do not get in eyes. Keep away from food and drink." It was reported that the employees were wearing proper ppe at the time of the reported event. The lot history record was reviewed, and no abnormalities were noted. A 3-year complaint review indicates this to be an isolated event. The user facility elected to discontinue use of the zfoam multi-enzymatic foaming cleanser. No additional issues have been reported.